Event description:
This is filed to report that during use with the clip delivery system (cds) in the left ventricle, the clip was difficult to open, which has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds 50205u136) was advanced to the left atrium (la); however, the clip would not open after several attempts. When the m-knob was turned in the lateral direction, the clip was able to be opened. The cds was then continued to be used, and the leaflets were grasped in the left ventricle (lv); however, after leaflet grasping, the clip would not open again. Troubleshooting was performed and the clip opened. The clip was implanted successfully. One additional clip was implanted without issue and the mr was reduced to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for difficulty opening the clip can include, but are not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology), user technique or procedural conditions (unintended curves on the device during advancement). With respect to the patient condition, procedural conditions and/or user technique, the difficulty in opening the clip may be influenced by patient anatomical morphology and patient disease state (such as tortuosity of the vessel, resulting in increased tension on the device), unintended curves on the device during advancement or excessive curves applied to the device by the user. In this case, it is possible that there were procedural interactions (e.g. Due to the anatomy etc.) During use which caused increased tension on the device and therefore contributed to the difficulty opening the clip; however, this cannot be confirmed. Based on the information reviewed and without the product to examine, a definitive cause for the reported difficulty opening the clip could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint-handling database identified no other incidents reported for difficult to open close from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.